Manufacturer narrative:
Device was used for treatment. Report originally received (B)(4) 2012; further evaluation revealed 49 additional devices within the reported event which were identified on (B)(4) 2012. Investigation could not be completed, no conclusion could be drawn as device was not returned and lot number was not provided.

Event description:
Device report from (B)(4) reports an event in (B)(6) as follows:  patient underwent removal of rods t11 to pelvis. Revision fusion t8 to pelvis; revision laminectomy l3-l4. Exploration exiting l3 nerve roots, local bone grafts on (B)(6) 2011.   This is #11 of 50 reports for the same event.